Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that trial patient said they had not been tracking these past couple of days. They said they have contacted their healthcare professional (hcp) because they think they have moved a lead or wire. Trial patient said they have a lot of pain and blood when they sit and stand. No data was collected at this time. Trial started (B)(6) 2022.